Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("very heavy bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included erythema, appendix disorder nos, gallbladder disorder nos, night sweats, dizziness, appendectomy, cholecystectomy, uterine leiomyoma, esophageal reflux, irritable bowel syndrome, tobacco use disorder and herpes simplex. Family history included coronary artery disease, hyperlipidemia, hypertension, asthma, diabetes mellitus and convulsive disorder. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2010 for contraception as well as amoxicillin and pantoprazole sodium sesquihydrate (protonix). In 2010, the patient experienced genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower ("cramping/ lower abdominal pain"), migraine ("migraine headaches") and back pain ("lower back pain"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen (midol) and surgery (hysterectomy (full) (uterus and cervix removed) with bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, migraine, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: normal uterine cavity and normal tubal ostium¿s procedure: bilateral tubal ostium¿s were seen. The left tubal ostium is applied with the essure device and 3 rings ere seen after the application . After this the right tubal ostium is then applied with the essure device and no rings seen the procedure is finished without any difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: both fallopian tubes are occluded remainder of the exam is normal.; on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: right ovary: normal, no adnexa masses seen. Left ovary: normal, no adnexa masses seen. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, cramping, menorrhagia, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received. Events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower back pain. And event-lower abdominal pain clubbed to previous events. Aka name,medical history,family history, lab data,concomitant drug,age were added. Reporter information,events outcome were updated. Essure removal date were updated from (B)(6) 2015 to (B)(6) 2015. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included erythema, appendix disorder nos, gallbladder disorder nos, night sweats, dizziness, appendectomy, cholecystectomy, uterine leiomyoma, esophageal reflux, irritable bowel syndrome, tobacco use disorder and herpes simplex. Family history included coronary artery disease, hyperlipidemia, hypertension, asthma, diabetes mellitus and convulsive disorder. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2010 for contraception as well as amoxicillin and pantoprazole sodium sesquihydrate (protonix). In 2010, the patient experienced genital haemorrhage ("very heavy bleeding") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower ("cramping/ lower abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain") and ovarian cyst ("cyst on my right ovary") and was found to have uterine leiomyoma ("two uterine fibroids"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen (midol) and surgery (hysterectomy (full) (uterus and cervix removed) with bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, migraine, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: normal uterine cavity and normal tubal ostium¿s procedure: bilateral tubal ostium¿s were seen. The left tubal ostium is applied with the essure device and 3 rings ere seen after the application . After this the right tubal ostium is then applied with the essure device and no rings seen the procedure is finished without any difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: both fallopian tubes are occluded remainder of the exam is normal.; on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: right ovary: normal, no adnexa masses seen. Left ovary: normal, no adnexa masses seen. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, cramping, menorrhagia, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received : new reporter added, events ovarian cyst and uterine fibroids were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("very heavy bleeding") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal pain lower ("cramping") and migraine ("migraine headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included erythema, appendix disorder nos, gallbladder disorder nos, night sweats, dizziness, appendectomy, cholecystectomy, uterine leiomyoma, esophageal reflux, irritable bowel syndrome, tobacco use disorder and herpes simplex. Family history included coronary artery disease, hyperlipidemia, hypertension, asthma, diabetes mellitus and convulsive disorder. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2010 for contraception as well as amoxicillin and pantoprazole sodium sesquihydrate (protonix). In 2010, the patient experienced genital haemorrhage ("very heavy bleeding") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower ("cramping/ lower abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain") and ovarian cyst ("cyst on my right ovary") and was found to have uterine leiomyoma ("two uterine fibroids"). The patient was treated with ibuprofen (midol), paracetamol and surgery (hysterectomy (full) (uterus and cervix removed) with bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, migraine, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: normal uterine cavity and normal tubal ostium¿s procedure: bilateral tubal ostium¿s were seen. The left tubal ostium is applied with the essure device and 3 rings ere seen after the application . After this the right tubal ostium is then applied with the essure device and no rings seen the procedure is finished without any difficulty. Date(s) of removal: (B)(6) 2015 (discrepancy noted per pif). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: both fallopian tubes are occluded remainder of the exam is normal.; on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: right ovary: normal, no adnexa masses seen. Left ovary: normal, no adnexa masses seen.. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, cramping, menorrhagia, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp pelvic pain") and genital haemorrhage ("very heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower ("cramping") and migraine ("migraine headaches"). The patient was treated with surgery (hysterectomy with bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of ptc incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('sharp pelvic pain') in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included erythema, appendix disorder nos, gallbladder disorder nos, night sweats, dizziness, appendectomy, cholecystectomy, uterine leiomyoma, esophageal reflux, irritable bowel syndrome, tobacco use disorder and herpes simplex. Family history included coronary artery disease, hyperlipidemia, hypertension, asthma, diabetes mellitus and convulsive disorder. Concomitant products included medroxyprogesterone acetate (depo-provera) in 2010 for contraception as well as amoxicillin and pantoprazole sodium sesquihydrate (protonix). In 2010, the patient experienced genital haemorrhage ("very heavy bleeding") and abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain lower ("cramping/ lower abdominal pain"), migraine ("migraine headaches"), back pain ("lower back pain") and ovarian cyst ("cyst on my right ovary") and was found to have uterine leiomyoma ("two uterine fibroids"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3), ibuprofen (midol) and surgery (hysterectomy (full) (uterus and cervix removed) with bilateral salpingectomies). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, migraine, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia and back pain had resolved. The reporter considered abdominal pain, abdominal pain lower, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, ovarian cyst, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. The reporter commented: normal uterine cavity and normal tubal ostium¿s procedure: bilateral tubal ostium¿s were seen. The left tubal ostium is applied with the essure device and 3 rings ere seen after the application . After this the right tubal ostium is then applied with the essure device and no rings seen the procedure is finished without any difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: both fallopian tubes are occluded remainder of the exam is normal.; on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2010: right ovary: normal, no adnexa masses seen. Left ovary: normal, no. Adnexa masses seen. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abdominal pain, cramping, menorrhagia, dysmenorrhea". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received : new reporter added, events ovarian cyst and uterine fibroids were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.